Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a rotablator rotalink plus device. The burr catheter was received attached to the advancer. The handshake connection, sheath, coil and burr were microscopically and visually examined. The burr was received with dried saline/build up in the annulus, so the burr was soaked in hot water for a short time to remove the saline. Microscopic examination of the device revealed that the annulus was damaged and not rounded which is consistent with damage seen with the use of a rotawire. The coil is stretched. A test .009 rotawire was inserted through the burr and advanced through the entire length of the device with no resistance. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the rotawire was fractured. The 90% stenosed target lesion was located in moderately tortuous and severely calcified right coronary artery. A 330cm rotawire and wireclip torquer was selected for used together with 1.50mm rotablator rotalink plus. During preparation, rotation was checked and performed outside the body. However, the device got separated. The annulus of the burr was suspected to be damaged/flattened. The procedure was completed with another of same device. No complications reported.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the rotawire was fractured. The 90% stenosed target lesion was located in moderately tortuous and severely calcified right coronary artery. A 330cm rotawire and wireclip torquer was selected for used together with 1.50mm rotablator rotalink plus. During preparation, rotation was checked and performed outside the body. However, the device got separated. The annulus of the burr was suspected to be damaged/flattened. The procedure was completed with another of same device. No complications reported.